Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon evaluation the trunk cable connector was physically damaged and severed by what appears to be animal bites. The root cause for the damaged cable connector was physical abuse. No adverse event resulted from the severed connector. The pt received a replacement electrode belt.

Event description:
A review of service data detected a reportable problem. During servicing, the trunk cable connector on electrode belt sn (B)(4) was severed. The last pt to use this electrode belt did not report any deficiencies.